Event description:
On (B)(6) 2014, bme sales regional dir mentioned to bme senior research engineer that he had a surgeon who used a hammerlock and the implant broke through the side of the phalange. Initial investigation revealed this complaint was reported to bme around (B)(6) 2012 by med device distributor. At that time, the complaint was evaluated and it was determined that a medwatch report was not required. Details provided below reflect info gathered in 2012 as well as follow up details acquired (B)(6) 2014. Per correspondence from dr. (B)(6), implant was inserted without incident to (B)(6)'s third toe, left foot. Pt was discharged without complication but returned to surgeon two days later complaining of pain. X-ray revealed that the cortex was broken. The implant was fully deployed and within the cortical space, per instructions; however, bme senior research engineer reviewed the x-rays and report and concluded that the surgeon prepared the incision site correctly, but drilled at an angle, when the implant deployed it broke through the cortical wall. Despite this, surgeon added that (B)(6) recovered without serious complications.